Manufacturer narrative:
An event of device explanted and structural valve deterioration was reported. The device was returned to abbott for investigation and it was observed that leaflets were torn. The sewing cuff was intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause of the reported device explanted and structural valve deterioration could not be conclusively determined. The observed torn leaflets could not be determined. The reported hospitalization and surgical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2016, a 21mm trifecta valve was implanted in the patient. On (B)(6) 2024, the trifecta valve was explanted and a unknown size valve was implanted. The patient was reported recovering. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.